Event description:
In 2005, cytyc's technical support (ts) department received a call from an employee in dr's office who reported that the dr's medical assistant had preservcyt solution accidentally splashed onto their face. Medical assistant wsas holding the preservcyt solution vial while the dr collected the pt's cervical sample. Fluid from the vial was plashed onto their face while the dr was rinsing the collection device in the vial. Medical assistant rinsed their face wtih water. The caller requested a material safety data sheet (msds) for preservcyt solution, which was faxed to the caller by the ts representative. During a follow-up conversation, who informed the ts representative that medical assistant had experienced no adverse reactions and had not scheduled any diagnostic testing or additional medical treatment.